Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump went blank with the insertion of each new battery. Customer reported that he received messages saying there was no insulin in the pump. Customer also reported receiving two error alarms. Blood glucose level was 134 mg/dl at the time of the call. No further information was provided.